Event description:
Contralateral wire caught on hooks upon jacket retraction but was resolved. Difficulty was experienced when advancing the contra lateral pull wire but was resolved. A wallstent was placed in the ipsilateral limb to improve flow. A wallstent and a wallgraft were placed in the contralateral limbs to establish a seal and to improve flow. A type 1 endoleak at the superior attachment site remained at the end of the procedure. Physician will monitor pt.